Event description:
It was reported that during a low anterior resection procedure, after the device had been fired, it had cut but did not staple. The anastomosis fell apart. The surgeon re-transected and used a different circular device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Handle seam was the procedure done open/laparoscopically? Lap. What device was used for the proximal and distal transaction of the bowel? What color reload? Ats45, blue. On what tissue type was the device used? Regular colon. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Covidien. Was the spike of the trocar inserted through bowel lateral or through the staple line? Staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, what was the location of the indicator within the gap setting scale? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Asku. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Asku. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Area fell apart. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. The analysis results found that the cdh25 device arrived with the handles open as the handle weld was noted to be insufficient. The breakaway washer was present and cut and there were no staples present. No functional test was performed due to the condition of the device. This defect has been correlated to a manufacturing process. The appropriate engineering personnel have been notified of this incident.